Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received a low blood glucose result with the accu-chek performa system that the patient's mother could not remember and that was lower than the expected blood glucose levels around 217 mg/dl. The patient felt dizzy during this incident. After the low test result the patient's mother performed another test on a neighbor's unknown meter and the results were high. No exact blood glucose values not the timeframe between these measurements were provided. The mother alleged that the accu-chek performa system was giving faulty results, that led to a false treatment decision and eventually resulted in hospitalization. The mother gave sweets to the child whose blood glucose increased up to 600 mg/dl, a result that was taken in the hospital around 3:00 pm. The patient was treated with IV fluids and anti-emetics. The patient was released from the emergency room the same day around midnight having a stable blood glucose level back at 217 mg/dl.